Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse cleaned up the power supply but the issue persisted and still shutdown after approximately 60 seconds. The fse replaced the power supply and the issue was resolved. The fse also replaced the expired safety disk according to the date. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a maintenance code #7. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.